Event description:
It was reported that balloon rupture occurred. The 87% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 3.50mm x 20mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 20 atmospheres for 10 seconds, the balloon ruptured upon contact with calcified tissue. The device was removed directly, and the procedure was completed with a different device. The patient's condition was good post-procedure.